Event description:
It was reported that several hours after an idiopathic ventricular tachycardia (idvt) procedure, the patient felt nauseous, had a headache, and fainted. The patient had an intracranial bleed. Upon request, additional information was provided on the event. In the procedure, they had mapped the right and left ventricles. They ablated only in the right ventricle. The event was life threatening. This event required intervention treatment but unsure of the treatment type. This event required extended hospitalization. The outcome of the adverse event was unchanged. Unsure of the prognosis for the patient. The physician¿s opinion on the causality of the adverse event was that it was possibly procedure related.

Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. Since no lot number was provided, no device history record review could be performed. Concomitant products: carto 3 system; model #: m-4800-01; serial#: (B)(4). Stockert 70 system; model #: m-5463-01; serial #: (B)(4). Coolflow pump; model #: m-5491-02; serial#: (B)(4). (B)(4).